Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that the insulin pump alarmed no delivery during basal and then during bolus. It was advised to disconnect at the quick release and perform fixed prime; insulin did not exit. It was advised to disconnect and reconnect the tubing and reservoir and perform manual prime; insulin did exit. She was then instructed to rewind, reinsert the reservoir and perform manual prime; insulin did exit. Customer's mother was advised the insulin pump is working as designed and the alarm might have been caused by an infusion set or reservoir occlusion. Most recent blood glucose reading was 347 mg/dl.